Event description:
The user facility reported that during use of the listed device, the tip of the syringe broke off; causing a phlebotomist to be splashed in the face with blood. The blood reportedly came into contact with the phlebotomist's mucous membranes; after which he reported to the emergency department for blood born pathogen exposure testing and treatment. No permanent adverse effects have been reported.

Manufacturer narrative:
Customer has not yet returned the device ot the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.